Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event in the past years. The device was used for treatment. The device was not returned for analysis. Images provided demonstrate the reported event. A clinical investigation concluded: ¿the photo provided supports the reported event. Note of the area of the naval its unknown if a foam was required or used to help clear moisture from recesses. Based on the information provided the root cause of the reported issues could not be concluded. The pico 7 clinical guidelines does caution that you should avoid stretching or pulling the film to minimize tension or trauma. Pulling/stretching over the skin can produce tension blisters which may be related to this situation. Per report no medical intervention was needed, the condition was treated with a dry dressing. Since no additional harm is anticipated no further clinical assessment is warranted at this time.¿ the reported issue may be attributed to application or maintenance techniques. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pico was being used preventively in abdominal surgery in the operating room. After 3 days, when they lifted the dressing, blisters were formed near the navel area. The customer says that this problem is recurrent. The client also states that the skin and suture are often moist when using pico preventively. The photograph was taken a few days after the blisters were formed, so they seem barely visible because they are already dry. No medical intervention was needed, the condition was treated with a dry dressing.